Event description:
Healthcare professional reported right side implant deflation and capsular contracture, baker grade I/ii. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Previous medwatch submission noted deflation. Upon further information, abbvie has determined that this record is a duplicate record. Please see MDR 9617229-2024-26891 as the operating record related to this complaint.

Manufacturer narrative:
Clarification to h.1. Type of reportable event: there are no reportable events associated with this complaint record. Please see MDR 9617229-2024-26891 as operating record.